Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: 1.posterolateral fusion at l5-s1, 2. Posterior interbody lumbar fusion, 3. Posterior instrumentation, 4. Application of biomechanical device, 5. Use of microscope, 6. Use of fluoroscopy, 7. Use of motor evoked potentials and somatosensory evoked potentials (sseps); for a pre-op diagnosis of l5-s1 degenerative disc disease with discogenic pain. Per-op notes: at l5-s1 annulotomy was done to "arthrodese" the level. Small amount of tricalcium phosphate was placed on the "arthrodesed" level and 14 mm peek cage filled with bmp was placed. No complications were reported. Patient underwent x-ray of lumbar spine. Impression: status post placement of bilateral pedicle screws at l5.

Event description:
It was reported that the patient underwent a fusion procedure at l5 to s1 using rhbmp-2/acs. Patient's post-operative period was marked by increasingly severe pain and weakness in his lower back and lower left extremity. A CT scan on (B)(6) 2012 revealed nerve root crowding due to eccentric left dorsolateral bony ridging at l5-s1. Currently, patient continues to experience severe and unrelenting low back pain that radiates into his lower extremities, as well as severe weakness in his left lower extremity. He also experiences leg jerks, which severely impair his ability to sleep.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.